Manufacturer narrative:
Model eg29-i10c is import for export and not sold in the united states, therefore 510(k) is not applicable. We do have similar model eg29-i10c-us available in the united states under 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 for an image appearing foggy before use in the operating room in the (B)(6) region involving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). The user noted no leaks. The endoscope has since been inspected and the foggy image was confirmed and the endoscope is pending repair.